Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 5 of 5 for (B)(4). It was reported that during inspection with a boroscope, it was observed that the tunnel dilator 6.5mm device had rust and metal shavings in them even with being brand new. This event did not occur during surgery. There was no procedure nor patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes out of its original package. Upon verifying the center canal, it was found a brownish colored residue, presumably rust. No metal shavings were found. A sem analysis was performed with the following result: the images were generated with the scanning electron microscope (sem) by scanning the surface with a focused beam of electrons. The electrons interacted with the atoms of the sample producing signals about the topography and composition. The sample composition was identified using energy dispersive spectroscopy (eds). The sample was stimulated with an energy beam charged of electrons to emit characteristic x rays from the elements. The characteristic x rays were separated into an energy spectrum to determine the elements abundance based on the peaks of the electromagnetic emission from the atomic structure of the element. Per the composition observed in the sample, the foreign material observed could be related to metal oxidation. The manufacturer performed a previous investigation related to same issue, with the following result: before the packaging process a hutter (brush) is used to clean the hole of each device, then perform an ultra sonic bath cleaning to these products. Tag performs a 100% visual inspection for defects including rust during product release, it also consists in detect mechanical defects, visible scratches, and burrs. The external factors that could have caused the reported issue as per IFU-109284 stating that the products must be stored in a manner to protect from dust, moisture, insects, vermin and extreme of temperature and humidity. These products should be subjected to room temperature. To the information provided and as to our estimate, these products were not stored as to the IFU requirements, the condition of these tunnel dilators products with different lot numbers and manufactured at different times and years have the same problem of rust which can be related an improper storage. The device was manufactured in sep/06/2020 hence indicates that is 4 years old. Therefore, the potential root cause can be attributed to the storage conditions after the device was manufactured. A manufacturing record evaluation was performed for the finished device 20m01, and no non-conformances were identified. The overall complaint was confirmed as the observed condition of the tunnel dilator 6.5mm *ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.